Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m121 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m121 shows no trends. A material trace of the drive tubes and tri-connectors used to build lot m121 found one non-conformance. The non-conformance involved a leak identified at the drive tube and tri-connector joint during lot release testing for a different kit lot. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The kit and smart card were not returned. Evaluation of the customer provided photographs verify the drive tube leak as blood residue is visible on the drive tube near the tri-connector and on the drive tube lamp. A potential cause of a drive tube leak is due to an insufficient bond between the drive tube and tri-connector joint. A material trace of the drive tubes used to build lot m121 found one non-conformance. The non-conformance involved a leak identified at the drive tube and tri-connector joint during lot release testing. The device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The root cause for the reported drive tube leak could not be determined based on the available information. As a precaution, retraining was completed with all bonding operators at the manufacturing facility. No further action is required at this time. This investigation is now complete. (B)(4). N.s. (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak of the drive tube after the treatment had been completed. The patient was disconnected, and the customer was unloading the kit at the time the blood leak was observed. The customer reported the patient was in stable condition. The kit return was requested; however, the customer discarded the kit. The customer returned photographs for investigation.